Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The e101 error code occurred due to a cooling fan failure. The fan was not rotating. A worn light guide connector was also found during the inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the visera elite xenon light source presented the temperature error code e101. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that e101 occurred due to the rise of the internal temperature resulting from the failure of the fan. The cause of the fan failure could not be identified. Olympus will continue to monitor field performance for this device.